Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("increasingly severe pain/chronic pelvic pain") with discomfort and abdominal pain, menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), migraine ("chronic migraine "), asthenia ("synonym (code) "), loss of libido ("loss of sex drive") and rash ("rash"). At the time of the report, the ectopic pregnancy, migraine, asthenia, loss of libido and rash outcome was unknown and the pelvic pain, menorrhagia and dyspareunia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered asthenia, dyspareunia, ectopic pregnancy, loss of libido, menorrhagia, migraine, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Case was upgraded to serious incident. New event ectopic pregnancy and device ineffective was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('eptomic pregnancy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("increasingly severe pain/chronic pelvic pain") with discomfort and abdominal pain, menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), migraine ("chronic migraine "), asthenia ("synonym (code) "), loss of libido ("loss of sex drive") and rash ("rash"). At the time of the report, the ectopic pregnancy, migraine, asthenia, loss of libido and rash outcome was unknown and the pelvic pain, menorrhagia and dyspareunia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered asthenia, dyspareunia, ectopic pregnancy, loss of libido, menorrhagia, migraine, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.